Manufacturer narrative:
The device exhibited alarm condition lb0058 "loss of graphical user interface (gui) communication". Upon request of the user facility, the device was removed from service. An investigation is pending. Upon completion of the investigation, a supplemental report will be submitted. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that the device had an intermittent communication error. The device was not in pt use at the time of the event.